Event description:
PICC lines compare favorable with centrally placed venous access systems for short to moderate term use. They have become popular as a means of obtaining venous access in hosp as well as in home care setting. They are appropriate for infusions of most IV medications and are commonly used for chemotherapy, antibiotic therapy and parenteral nutrition. Complications associated with PICC lines include phlebitis, accidental removal, line breakage, line occlusion (from either blood clot formation or from drug precipitate), and inability to advance catheter tip to desired location. Rptr observed a unique complication of a PICC line which could not be easily removed due to a thrombus at the tip. Rptr knows of at least one other such case and suspects that this is an underreported complication of PICC line use. Therefore, rptr has analyzed this case and reviewed related literature to investigate prevention and treatment measures. Resistance to removal of a PICC line appears to be an infrequent but significant occurrence which must be recognized as the utilization of PICC lines is increasing. Pt was a 46 yr old male with a past med history of ulcerative colitis since age of 16. He had been in clinical remission for several yrs until 3 weeks prior to admission. He then developed increasing diarrhea associated with abdominal cramps, lower intestinal bleeding, and a 20 pound weight loss (12%). Upon admission, pt was given IV corticosteroids and started on peripheral tpn. He was allowed no food by mouth. The tpn formula was progressively advanced to meet pt's metabolic requirements. This resulted in an increase in nutrient density, calories, protein, and osmolarity. When osmolarity of tpn solution approached tolerance limits for peripheral administration, a right antecubital PICC line was inserted. The PICC line was inserted under strict, sterile bedside conditions by a dr. Catheter was advanced 50 cm based on surface landmarks. After insertion, PICC was shown to be fully functional. It flushed easily and gave sample blood return. A chest x-ray showed tip of the PICC line to be properly positioned in the superior vena cava. Six days after the insertion of the PICC line, pt's condition improved and he was permitted to resume a regular diet. Tpn was discontinued and pt scheduled for discharge. A hosp IV team therapist was contacted to remove PICC line. Line was pulled out about 30 cm without resistance. However, it could not be fully removed. On attempting to pull the line beyond the 30 cm point, it stretched and remained firmly in place. Fearing line rupture with continued catheter tension, the IV therapist halted removal procedure, secured line with surgical tape, and alerted the dr who inserted catheter. After unsucessful tries, a dye study showed thrombus, 3 cm long, at tip of catheter. Pt was transferred to ccu for systemic infusion streptokinase. After 12 hrs of therapy, pt returned to radiology where the PICC line was successfully removed.